Event description:
On (B)(6) 2010, the pt was implanted with an scs system. Approximately 1 month after the operation, the pt requested reprogramming because, the stimulation was too strong. The pt's leg jerked when the stimulation was turned on. The pt was reprogrammed and received satisfactory stimulation. On (B)(6) 2010, the pt reported that she lost stimulation. The sales rep met the pt on (B)(6) 2010 for reprogramming. The pt's leg started jerking again and the representative turned the stimulator off. On (B)(6) 2010, it was reported that x-rays were taken and revealed that the pt's leads migrated. The doctor plans to reposition the leads on (B)(6) 2010.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.